Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected rewind during testing. The motor was tested outside of the device and passed. Device received with cracked case behind the device at the battery compartment and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the piston was returned unexpectedly. Customer reported that there was crack because of no screw thread in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.